Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication resulting in a retroperitoneal hematoma. However, the exact root cause was unable to be determined. The likely cause was determined to have been procedural factors, such as potentially high stick, causing a retroperitoneal hematoma to occur. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6b: explanted date: device was not explanted. E3: occupation: lab manager. A review of the device history record of the product code/ lot # combination was conducted with no findings. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient had hypertensive issues and subsequently coded. Patient was stabilized and computed tomography (CT) showed femoral occlusion. She went to emergent surgery and the plug was removed from her artery. On 13sept2023 terumo medical received an FDA medwatch report # mw5144972. The event description states: the patient was brought to the cath lab at 10:30 am. After using local anesthetic, physician used ultrasound guidance and a 4fr micropuncture kit to access the right femoral artery. A 6fr pinnacle sheath was then inserted followed by an arteriogram of the sheath site. Coronary diagnostic angiogram was then performed followed by the placement of 3 synergy drug eluting stents (des) in the right coronary artery. At 11:32 am, the arterial access was closed using a 6fr angio-seal device. The deployment of the device appeared to be successful as there was no external bleeding or evidence of hematoma as witnessed and documented by the physician and staff. Patient left the cath lab at 11:44 am with no complaint of pain or discomfort. At 11:47 am patient arrived at cardiovascular control center (cvcc). The patient became hypotensive, and a rapid response was called at 12:20 pm. Levophed was started during the rapid response at 12:33 pm for blood pressure support. Care was transferred to resource nurse because of the change in level of care (critical care). The patient remained in cv23 due to no physical intensive care unit (ICU) room and bed availability and resource nurse remained the primary care nurse. While still waiting for an intensive care unit (ICU) room and bed, code blue was called at 1441. It was during the code blue when vascular nurse practioner (np) arrived at the bedside and informed the code team of the computed tomograpy (CT) results and patient needing to go to the operating room. While in operating room, patient underwent the following procedures: exploration groin (right), evacuation of hematoma, removal of right femoral angio-seal foreign body, common femoral repair artery (right), angiogram (bilateral), left femoral venous line placement, right radial artery catheter placement, left chest tube placement. These were the findings from the patient's surgery: right groin hematoma, failed angio-seal closure, right main bronchus endotracheal tube (ett) pulled back, left chest tube for pneumothorax (ptx) versus hemothorax. Computed tomography (CT) abdomen and pelvis impression: large retroperitoneal hematoma with active extravasation most likely from the right external iliac and distal superficial femoral veins. As there is arterial phase contrast in the common/superficial femoral and external iliac veins on the initial phase, the possibility of an underlying atrial ventricular (av) fistula must be considered. Vascular surgical consultation was recommended.